Event description:
It was reported that patient experienced ineffective therapy due to the ipg shutting down unexpectedly. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. It was reported to abbott according to a local distributor, a patient¿s ipg was turning off unintentionally. Therapy was interrupted making it difficult to carry out daily activities. The physician has requested a review of the system and possible replacement of the ipg. Replacement of the ipg is approved but has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.